Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hypoglycemia while using the ilet bionic pancreas, including a documented low blood glucose of 53 mg/dl with approximately 30 minutes spent below 70 mg/dl, and variable glucose levels attributed to meal announcement practices and an instance of overtreatment followed by improved self-management. Symptoms included sweating. Outcomes included self-treatment with oral carbohydrates and recovery to target range without medical assistance or hospitalization. Investigation included troubleshooting and user education focused on meal announcements and appropriate carbohydrate treatment for lows. Investigation of this case revealed user-related factors, including incorrect meal size announcements and initial overtreatment of hypoglycemia, with subsequent coaching to perform usual announcements to aid adaptation. It was concluded that the event involved low glucose managed with oral carbohydrates, with no device malfunction identified.